Event description:
A reliant balloon was used in a patient as an accessory product during endovascular treatment of a fusiform 80 mm in diameter and 144 mm in length abdominal aortic aneurysm. The proximal neck was 21 mm in diameter and 24 mm in length. The left common iliac artery was 25 mm in diameter and the right common iliac artery was 26 mm in diameter. The right external iliac artery measured 7.5 mm in diameter and the left external iliac artery measured 9 mm in diameter. The right internal iliac artery was 24 mm in diameter; the left internal iliac artery was 22 mm in diameter. It was reported that a reliant balloon was inflated several times for touch up of an endurant limb stent graft; however, the balloon burst. The limb was tortuous. There was no injury to the patient. The case was completed. The patient will be monitored by the physician. No clinical sequelae were reported and the patient is stable. A review of single returned image pre-implant shows extremely tortuous iliac arteries which are calcified. It is unclear if the anatomy may have contributed.

Manufacturer narrative:
(B)(4). Method: film evaluation. Results: balloon burst. Extremely tortuous iliac arteries which are calcified. Conclusion: balloon burst. Extremely tortuous iliac arteries which are calcified.